Event description:
Related to MFR report # 2183959-2011-00659. Related to MFR report # 2183959-2011-00660. It was reported that the pt was implanted with an ams monarc sling to treat stress urinary incontinence. It was reported that the product caused the pt "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also reported that the product caused the pt to "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.